Manufacturer narrative:
No a26 or a57 alarm. No moisture damage electronic assembly. Unit received with intermittent button response due to moisture damage on keypad trace. Insulin pump received with scratched lcd window, and battery tube threads were cracked. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer falling into a swimming pool. Customer reported that as a result, insulin pump received an a26 and an a57 alarm. Insulin pump passed self-test. Customer's blood glucose was 84 mg/dl. Customer was advised that insulin pump would need to be replaced per caller's request.